Event description:
It was reported that the new probe guide needle was damaged and could not be implanted. No medical treatment was required. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.